Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01828, 2134265-2015-01688, 2134265-2015-01689, 2134265-2015-01690, 2134265-2015-01902. It was reported that during a stenting treatment procedure a vessel dissection occurred and the patient expired. Access was obtained via the right femoral artery. The target lesion was located in the diffusely calcified proximal to mid left anterior descending artery (lad). Rotational atherectomy was performed with a 1.25mm rotalink plus and a rotawire. It was noted that there was difficulty engaging the burr in the left main (lm) to lad. A 2.5x38mm promus element plus stent was placed in the mid to distal lad and the rest of the lesion was overlapped with a 3.5x28mm promus element plus stent. Intravascular ultrasound (ivus) was performed with an atlantis¿ sr pro, which showed that the stents were well apposed with good expansion to the vessel wall. The procedure was completed and the patient was put on 600mg of clopidogrel and 150mg of ecosprin and the patient was shifted to post ICU. Fifteen minutes later, the patient developed severe hypotension, severe chest pain and severe metabolic acidosis and was immediately shifted back to the cath lab for further treatment. Slow flow from the lm to ostial lad, a lm dissection and acute stent thrombosis from the lm to the lad were suspected due the patient¿s sudden deterioration. The physician engaged the lm and the thrombosis was cleared with a thrombus extraction catheter and a 3.5x12mm promus element plus stent was deployed across the ostial lm to the ostial lad and overlapped the previously placed 3.5x28mm promus element plus stent. An intracoronary balloon pump was placed; however, despite all efforts, the patient could not be revived and expired on the table. The documented cause of death was left main dissection and thrombus.